Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3550 reagent on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es result meet potential health and safety criteria. A definitive cause of the non-reproducible, higher than expected vitros tropi es result was not established with the information provided. A vitros tropi es lot 3550 reagent issue cannot be ruled out as a contributor to the event as insufficient quality control data was provided by the customer to determine acceptable reagent performance leading up to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3550 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, quality control results were within acceptable guidelines on the day of the event and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3550. An instrument issue cannot be ruled out as a contributor to the event, as no precision testing was performed when requested to verify the performance of the vitros 5600 integrated system. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. However, the tsc indicated the patient sample was normal in appearance, without haemolysis, lipemia or icterus. The vitros tropi es result of 0.145 ng/ml was obtained with ce and em test codes. The failure to calibrate the vitros tropi es reagent and the failure to perform schedules maintenance activities are possible contributors to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent lot 3550 on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 0.145 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).